Event description:
Complainant alleged that during a routine shift check by a clinician, the device displays "check pads" when the multi-functional cable is shorted. Complainant indicated that there was no patient involvement in the reported malfunction.